Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus delivery stopped in the middle of the delivery. Customer's blood glucose value was unknown. Customer reported they were able to clear the alarm but alarm occurred 2-3 times per day. The insulin pump will not be returned for analysis.